Event description:
During routine check of defibrillator, staff member noted that the electricity would not discharge. They checked this same pad on various defibrillators within the department with the same results - the electricity would not discharge. Hospital clinical engineering validated the malfunction with the pad. No malfunction was noted with the zoll defibrillator; no error codes were found. The identified lot of zoll one-step pediatric multi-function electrodes were removed from use.